Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 247 mg/dl. The caller stated that the customer was playing golf, outside, and they thought that the insulin pump overheated. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.